Event description:
It was reported that pump experienced malfunction alarm identified as malfunction 12, which occurred without any prior notable events. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue independently by resetting pump before contacting support, malfunction did not recur after reset, and technical support advised customer to continue using pump and to call back if malfunction alarm appeared again, which customer acknowledged and understood.